Manufacturer narrative:
Insulin pump was received with an alarm during the basic occlusion test due to a protruded/loose drive support disk. Unable to perform the occlusion test due to the alarm. Cracks to the battery tube threads, reservoir tube lip and a scratched lcd window noted.

Event description:
Customer reported that he had been experiencing high blood glucose levels for the past two weeks. Customer stated that his insulin pump was not dispensing insulin properly due to the fact that the drive support cap was sticking out. Blood glucose level was 80 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.